Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was treated with topical and oral antibiotic (specific date not reported). The patient underwent a skin resection in the office (specific date not reported); however, the issue could not be resolved. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2021 to replace the abutment. The implanted device remains.